Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the cheeks with juvéderm voluma® xc and in the perioral area with juvéderm volbella® xc. The patient experienced ¿granulomas.¿ biopsy was not provided. The patient was treated with doxycycline and hyaluronidase. Symptom status unknown. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03342 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc.